Event description:
Customer reported receiving a reading of 187 mg/dl at around 6:34 am. Customer decided to reduce the amount of sugar intake for the day based on the reading. He ate breakfast, but skipped lunch. At around 2:30 pm, the customer lost consciousness and was transported to the emergency room. He was treated intravenously. Customer dosed according to his normal schedule with metaformin pills prior to the incident.